Manufacturer narrative:
The hill-rom technician found the siderail had a broken and tube ratchet rivet. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the ratchet rivet to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left side rail wouldn't latch. The bed was located at the account in the emergency room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).